Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 and #4 conductors were broken; 4.1 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that rep reports hcp doing a trial this morning but rep got oor, and impedance seems to stay inconsistently high. Rep said initially connectivity was all red as well as impedance check, hcp switch lead to another wens channel but got the same result. Hcp then used another wens but got the same result as well, eventually a couple electrodes came back with impedance around 2300 ohms. Hcp then used another lead and he got similar results again. Rep said hcp would move the lead within the wens ever so slightly and impedance would change, and at one point hcp got up to 3 electrodes to come in that isn't red. Rep said hcp just never got reliable connectivity. Rep said he was able to get some stimulation down the leg. Hcp eventually decided the impedance wasn't consistent enough and he abandoned the trial. Rep said hcp used loss of resistance with air to insert the needle. Discussed how air can cause impedance to fluctuate. Rep did run stimulation but there was not enough change in impedance. Rep to send wens (wireless external neurostimulator) and leads back for analysis. The rep reported that the cause of the high impedances are unknown.